Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, when the specific loading unit was loaded onto the stapler, the articulation was electronically set, before the reload was placed on the tissue, a closing and opening of the reload was performed, and it was placed on the tissue. When the doctor tried to close the reload again, it did not respond. There was no patient injury.